Event description:
Left ventricular assist device (lvad) watts had been rising and patient was being followed for possible clot formation in the device. Power requirement of lvad rose dramatically to 15 watts. Red heart (no flow) alarms went off several times. Nurse changed controller. Red heart alarms again indicated no flow condition through lvad. Patient taken to or emergently in the middle of the night. Lvad and outflow graft changed out for new. Pictures were taken to document quantity of clot throughout.